Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia, dizziness, pre-syncope and feeling sluggish. It was further reported that the right ventricular (rv) lead exhibited chronic high thresholds, intermittent capture and loss of capture. Reprogramming occurred. The rv lead remains in use. No further patient complications have been reported as a result of this event.